Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose level was above 500 mg/dl [blood glucose increased] pen didn't work well [device issue] case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "blood glucose level was above 500 mg/dl(blood glucose increased)" beginning on 2023 , "body temperature was high(body temperature increased)" beginning on 2023 , "pen didn't work well(device issue)" beginning on 2023 and concerned a male patient who was treated with mixtard penfill (insulin human, insulin isophane) from unknown start date for "product used for unknown indication", , novopen 4 (insulin delivery device) from unknown start date for "device therapy", dosage regimens: mixtard penfill: novopen 4: medical history was not provided. Concomitant medications included - apidra(insulin glulisine). On an unknown date of 2023 novopen 4 didn't work well as patient's blood glucose(blood glucose) level was above 500 mg/dl and he had vomiting and his body temperature(body temperature) was high. On an unknown date patient was hospitalized, stayed at hospital for 10 days and doctor shifted him to apidra , then now the patient returned to take mixtard. Batch numbers: mixtard penfill: asku; novopen 4: dvg1886 . Action taken to mixtard penfill was reported as product discontinued. The outcome for the event "blood glucose level was above 500 mg/dl(blood glucose increased)" was not reported. The outcome for the event "body temperature was high(body temperature increased)" was not reported. The outcome for the event "pen didn't work well(device issue)" was not reported. Reporter's causality (mixtard penfill) - blood glucose level was above 500 mg/dl(blood glucose increased) : unknown, body temperature was high(body temperature increased) : unknown , pen didn't work well(device issue) : unknown . Company's causality (mixtard penfill) - blood glucose level was above 500 mg/dl(blood glucose increased) : possible body temperature was high(body temperature increased) : unlikely, pen didn't work well(device issue) : possible. Reporter's causality (novopen 4) - blood glucose level was above 500 mg/dl(blood glucose increased) : probable, body temperature was high(body temperature increased) : probable , pen didn't work well(device issue) : probable . Company's causality (novopen 4) - blood glucose level was above 500 mg/dl(blood glucose increased) : possible body temperature was high(body temperature increased) : unlikely, pen didn't work well(device issue) : possible. Company comment: blood glucose increased is assessed as listed event and body temperature increased is assessed as unlisted event according to the novo nordisk current ccds in mixtard pen. Patient developed vomiting and high body temperature due to increased blood glucose values. Relevant information on investigation results of faulty device and insulin cartridge are unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of mixtard penfill.

Event description:
Case description: investigational result: name: novopen 4, batch number: dvg1886: the batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Visual examination and functional testing were performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Name: mixtard, batch number unknown: no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Product tab updated sample received for novopen 4. Narrative updated accordingly. Final manufacturer's comment: 27-jan-2025: the suspected device has been returned to novonordisk for investigation. The cartridge holder was damaged in its connection to the mechanical part of the pen. The fault was caused by accidental damage during use of the device. With very limited information regarding the patients handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for functionality of novopen 4. H3 continued: evaluation summary: name: novopen 4, batch number: dvg1886: the batch documentation was reviewed. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Visual examination and functional testing were performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.